Event description:
Per the report received, the patient was getting a blood transfusion through the IV tubing. About 50 minutes into the transfusion, the registered nurse (rn) noticed some blood splatter on the floor next to the isolette neonatal incubator. The rn then examined the set up of the transfusion, and noticed that there was a leak coming from the extension tubing, ICU medical b2163. Rn then changed the tubing, and the new tubing was leaking in that same spot. She changed the tubing once more, and it was still leaking in that same area of the tubing. She then changed out the infusion pump and got different tubing to complete the transfusion. Health care providers do not have a lot of info, but the IV tubing that leaked is available if the manufacturer wants to examine them.